Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed a broken wire. The device was returned with the basket completely extended out of the catheter lumen. One of the wires on the basket had broken loose from the proximal end of the basket but was still attached at the distal end of the basket. The basket extended and retracted freely with no sign of resistance, though the wire that detached remained outside of the lumen. A brown substance was detected near the distal tip of the basket. A clear material was detected at the proximal end of the basket near the cannula. A meeting with production supervision was held and the proximal tip of the broken wire was examined under magnification. It was determined that the wire had been damaged by the buff process. No part of the device was missing. No other anomalies were detected. The device history records for the extraction basket lot were reviewed. The extraction basket device history record contains nonconformances that could potentially be related to extraction basket damage. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: it was confirmed that the device was broken due to damage done to the basket wire during the buff process. This occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a stone extraction procedure, the physician used a cook memory ii double lumen extraction basket. After one sweep, the physician found a broken wire in the basket near the ampulla. Another cook extraction basket was utilized to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product was returned for evaluation and the investigation is on-going. A follow-up emdr will be provided upon completion of the product evaluation.

Event description:
During a stone extraction procedure, the physician used a cook memory ii double lumen extraction basket for stone extraction. After one sweep, the physician found a broken wire in the basket near the ampulla. Another cook extraction basket was utilized to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.